Event description:
Pt had tha surgery, drill bit on flexible shaft broke while drilling acetabular fixation hole. Piece of broken drill bit remained above/ under acetabular component, piece lodged in bone above acetabulum. Removal would have resulted in damage to acetabulum. No known harm to patient. I was asked to report this by hospital administration. FDA safety report ID # (B)(4).